Manufacturer narrative:
E1: event city: (B)(6). Event country: puerto rico name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient went to emergency room and eventually hospitalized for four hours due to high blood glucose on (B)(6) 2026. The high blood glucose had been high for more than four hours and was treated with insulin through intravenous.